Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the egm (electrogram) waveforms and markers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited oversensing and a telemetry problem. The right ventricular (rv) lead exhibited oversensing/noise. The device and lead remain in use. No patient complications have been reported as a result of this event.